Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 42 mg/dl. Customer ate a peanut brittle bar. Customer had symptoms of high blood glucose such as dry mouth. Customer is a doctor and stated that he is a doctor and has access to manual injections. Customer treated using the pump. Customer found a low reservoir alarm and a no delivery alarm on the insulin pump. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting when they receive it. Customer was advised to do a complete set change. Customer reported that he changes his insertion every 3 days and has been changing it 3 times in the last 6 days. Customer stated that sometimes the pump doesn't deliver sporadically. Customer adjusted his carb to insulin ratio himself after his blood glucose was high. Customer's blood glucose was at 175 mg/dl this morning and after his new ratio, it was about 300 mg/dl two hours later. Customer was advised to refer to his health care professional.